Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 04/05/2016 to report a loss of connection that occurred on (B)(6) 2015. No injury or medical intervention was reported.